Event description:
Ventilator set on "assist control at a rate of 14 inches pressure, at 0700 all settings were correct, at 0900 hrs ventilator found to be in simv and had not been changed. The therapist was unable to change the mode back to "assist" so ventilator was removed from the pt and replaced.